Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Customer¿s blood glucose was high due to customer not being able to deliver insulin because of minimum fill issue, boluses have been delivered to address the issue. Reportedly, a new cartridge was filled and loaded successfully.